Manufacturer narrative:
If additional information should become available, a supplemental medwatch will be submitted accordingly. UDI: (B)(4). Investigation summary: the device was received at the service center and evaluated. The defect reported by the customer has been verified and repaired. On inspecting the device, further deficiencies were found to be impairing device function. The following repair activities were performed: "micro": preventive replacement of o-rings performed. Motor too loud - motor replaced. Short circuit in the motor cable - motor cable replaced. Resistance value out of specs: handcontrol set replaced. Unit cleaned. Functional test performed. Hipot test completed. Electrical safety test completed. Functional test acc. To test procedure completed. Safety test checklist enclosed. As per the input check report the motor is not running smoothly, the keypad isn't working. There is a short circuit in the cable and the values of the keypad assembly are out of range. The possible root cause of the reported issue is the drifting resistance values of the keypad. A review of the device history record indicated that this lot of product was processed without incident; therefore, there is no evidence of manufacturing anomalies on the paperwork reviewed. At this point in time, no corrective action is required and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Event description:
It was reported by the affiliate in (B)(6) that after an unspecified surgical procedure, it was observed that the buttons were not working on the micro tornado hp w handcontrol device. During in-house engineering evaluation, it was determined that there was a short circuit in the motor cable on the device. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event was unknown but was noted to have occured in 2018. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly. It was reported by the affiliate in that during , it was observed that the device . During in-house engineering evaluation, it was determined that . This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event was unknown but was noted to have occured in 2018. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.